Event description:
Called to report inaccurate readings when compared to doctor's meter and then the lab test. Analysis run on clark error grid using lab reading (38) vs bd readings of (70) yielded data points in the d zone of the grid, outside of acceptable limits.